Manufacturer narrative:
The aga medical erosion board reviewed and adjudicated this event and determined an erosion occurred.

Manufacturer narrative:
Aga medical could not evaluate the aso involved in this incident since the device remains implanted. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. This event will be reviewed by the aga medical erosion board. Upon adjudication, the results will be provided in a supplemental report.

Event description:
According to the information received, the patient was successfully implanted with a 26mm amplatzer septal occluder (aso) on (B)(6) 2011. The patient was admitted to a hospital on (B)(6) 2012 for treatment of a pericardial effusion and was hospitalized until (B)(6) 2012.